Event description:
It was reported that this patient received two inappropriate electric shocks from this implantable cardioverter defibrillator (ICD) during two episodes of supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and found that during each episodes this ICD delivered one inappropriate shock and three anti-tachycardia pacing (atp) bursts. The rhythm was converted after the shocks. During the most recent episode, there was atrial under-sensing. It was noted that the patient went to the hospital after the most recent episode. Ts recommended reprogramming as troubleshooting. It was noted that atrial rhythm discriminators were turned off during reprogramming. No additional adverse patient effects were reported. Currently, this device remains in service.